Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported "gross feathering" in an eye two weeks following an intraocular lens (iol) implant procedure. A yag laser of the anterior capsule to clear the visual axis was performed. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Four photos of slit lamp images of a pseudophakic eye linked to the file were evaluated. Image 1 of 4 shows an eye with non-dilated pupil with the presence of a semicircular whitening/shadow covering from 1:00 to 5:00 counterclockwise details of such cannot be appreciated from this image. Image 2 of 4 shows an eye with dilated pupil, a circular whitish area can be observed, apparently corresponding to the capsulorhexis edge. In addition, a secondary edge arising from the space between the iol and the anterior capsule remnant can be observed in the area where the slit lamp light is focused. Image 3 of 4 shows an eye with a partially dilated pupil, a circular whitish area can be observed. In addition, an amorphous whitish material arising from the space between the posterior surface of the anterior capsule remnant and the anterior surface of the iol edge, with an irregular centripetal distribution pattern, the phenomena is not observed in the center and in temporal superior quadrant of the eye. Image 4 of 4 shows an eye with dilated pupil, a circular whitish area can be observed, with two arrows (at 3:00 and at 9:00) indicating the capsulorhexis edge. In addition, a secondary edge arising from the space between the iol and the anterior capsule remnant can be observed in the area where the slit lamp light is focused. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The photo observations may be compatible with anterior capsule opacification and lens epithelial cell on growth. The manufacturer internal reference number is: (B)(4).